Event description:
It was reported that during a routine follow-up, increased pacing lead impedence, low sensing and no capture were observed. The lead was capped and replaced. The patient condition is good.

Manufacturer narrative:
No medwatch form was received.